Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entanglement occurred. A 6mmx2.50mm wolverine¿ coronary cutting balloon® monorail® was attempted to be delivered through a 7 french catheter which had multiple devices in it. The wolverine got tangled with those devices and they had to be removed together. There is no patient injury of any kind.